Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the date of onset, the patient began treatment with meropenem injection 1.5 grams twice a day intraperitoneally (duration not reported) and amikacin injection 250 milligrams once daily intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. It was reported that because the patient was not recovering from the peritonitis event, the patient¿s physicians were planning to remove the patient¿s peritoneal dialysis catheter (date unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.